Event description:
Asku.

Event description:
It was reported that on the day of initial implant, the implanted leads caused a perforation of the right ventricle which led to a pericardial effusion. Both leads were removed. The patient had pericardiocentesis to remove the fluid. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The inner tubing was kinked/buckled and the lead was damaged at implant. There was also blood in/on the helix mechanism and sleeve head. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood in/on the helix mechanism.